Event description:
It was reported by the customer that on two occasions the syringe cracked during use and the contents (kenalog and lidocaine) leaked. No information was received regarding any serious injury as a result of this product issue.